Event description:
It was stated that the customer was in a motorcycle accident and the insulin pump was destroyed. No blood glucose reading was reported. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass, cracked case, severely scratched button keypad overlay and missing liquid crystal display window.